Event description:
It was reported that the tubing of a light sensitive drug set leaked. The leak was described to be coming from the part of the tubing that is inserted into the colleague pump; the flow rate was 7.3ml per hour. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The age of the patient is unknown; however, it is known that they were a newborn. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: this occurred during an infusion of parenteral nutrition set to deliver at a rate of 4 - 7 ml/hour. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; however, a retained sample was visually inspected and gravity tested with no issues noted. The reported problem was not verified. A CAPA has been opened for this issue. Should additional relevant information become available, a supplemental report will be submitted.